Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, error code e116 ocurrs when cpu (central processing unit) / gpu (graphics processing unit) fans are down. Because the phenomenon was not duplicated during inspection, it is likely that the fans had temporarily malfunctioned.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿repeatedly posting (B)(4) error¿ was not confirmed. The unit was burned for over 3 hours. The error did not occur during testing. The unit's inside was visually inspected and was functioning normally. The rx module was in normal condition. The unit was equipped with out dated software. The cause of the ¿(B)(4)¿ could not be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the camera control unit displayed a continual error ¿(B)(4) requesting end-user to restart the unit.¿ it is unknown if the intended procedure was completed. There was no patient injury reported.